Manufacturer narrative:
Citation: patel a, leon mb. Transcatheter aortic valve replacement in patients with bicuspid aortic valves. J thorac dis. 2018 nov; 10 (suppl 30): s3568¿s3572. Doi: 10.21037/jtd.2018.07.122. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of transcatheter aortic valve replacement in patients with bicuspid aortic valves. All data were collected from a meta-analysis review of 13 observational studies. The study population included 758 patients (mean age 77 years), approximately 490 of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, 30-day and all-cause mortality rates were discussed. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, conversion to surgery, need for second valve implantation, stroke, annular rupture, valve-in-valve implantation, valve malapposition, unspecified valve dysfunction, moderate-severe para valvular regurgitation/leak, life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.